Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device dropped several inches in the pocket, dislodging the leads. The ventricular lead was still attached to the right ventricle. Rv sensing showed a decrease and the capture threshold had increased. The helix of the lead could not be retracted in order to reposition or remove the lead. The physician elected to perform dft's which were successful. The device and lead remain implanted.